Manufacturer narrative:
Manufacturer's investigation conclusion: a full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported infection could not be conclusively determined. The instructions for use list infection as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 6 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had a major pump pocket infection with (B)(6) microbial culture. Pathogen: (B)(6). The patient had been afebrile, and was on (B)(6) and (B)(6). Subxiphoid collection intermittently spontaneously draining and complaints of pain at site. Cultures from (B)(6) 2018 resulted (B)(6) for (B)(6), epigastric abscess. The patient was taken to the operating room for incision and drainage on (B)(6) 2018. The last (B)(6) was on (B)(6) 2018. The patient was followed with a course of (B)(6), last day (B)(6) 2019.